Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt in the left forearm. After crossing the guidewire, a 4.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.